Event description:
An implantable pulse generator (ipg) and two pacing leads were returned from the system longevity study. Information provided on source document indicated the patient is deceased and died approximately six months post the implant of the ipg. The primary cause of death is unknown and not available to the manufacturer from the study site.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.